Event description:
This spontaneous case was reported by a physician and describes the occurrence of device expulsion ("expulsion ") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2, c-section and normal birth. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), fallopian tube spasm ("during essure procedure she had tubal spasm"), complication of device insertion ("during essure procedure she had tubal spasm"), vaginal haemorrhage ("vaginal spotting") and procedural pain ("vas pain 4"). The patient was treated with surgery (hysteroscopy was performed and right implant was removed.). At the time of the report, the device expulsion, fallopian tube spasm, complication of device insertion, vaginal haemorrhage and procedural pain outcome was unknown. The reporter provided no causality assessment for complication of device insertion, device expulsion, fallopian tube spasm, procedural pain and vaginal haemorrhage with essure. The reporter commented: visual analogue scale (vas) pain was 4. It was informed that, after removal of right implant, a new implant was inserted easily. Left implant was ok. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: suspicion of expulsion of right implant. A new control visit after 3 months was performed, and everything was ok. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 02-oct-2017 for the following meddra preferred term: device expulsion. The analysis in the global safety database revealed 297 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.